Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was deployed approximately five times with high thresholds observed. After five to six additional deployments the high thresholds persisted and with the increased number of deployments and thermal softening the delivery catheter deformed resulting in difficulty manipulating the delivery catheter. The leadless ipg delivery catheter system was removed and replaced. The replacement leadless ipg providing similar values and was retrieved. The second deployment was placed in the upper septum with some unstable thresholds noted, three tines were engaged confirming placement was secure. The physician concluded that the thresholds were sufficient in terms of battery longevity due to patient age. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.